Manufacturer narrative:
Based on the claim against the product by the customer noting the scope image flipped, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that they will attempt to return the endoscope but had not done so. Although the complaint regarding scope flipped was not confirmed by failure analysis since then instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the endoscope flipped 180-degrees and then back without anyone touching anything. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the site to mark endoscope and change if the issue returns. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use and there was no physical damage noted. The image and surgeon controls did not appear to be inverted. The issue has only happened once, and the endoscope was replaced. There was no injury to the patient. The endoscope is to be returned after reprocessing.